Manufacturer narrative:
Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 205234a, model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. It was noted that the pocket site was painful and hot to touch. The cause of infection was unknown and if it was procedure or device related. The patient was placed an antibiotics. The patient underwent an explant procedure. No further information could be obtained.